Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was performed (date of the primary surgery and the revision surgery were unknown) due to sleeve loosening. No further information was provided by the hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 3294371 device history review: product code 550501, work order (B)(4) was manufactured on 12-apr-2011, (B)(4) parts were manufactured as per specification and all raw materials met specification if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.